Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The device contained 7.5% glucose. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between march 20-21, 2024. H11: the actual device and two photographs of the device were received for evaluation. The actual device was visually inspected, and the leakages were not easily identified. The returned photographs were reviewed, and the leak was not identified. Functional testing was performed on the actual sample, and there were not issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.